Manufacturer narrative:
It was reported that the iview contained in the kit had the incorrect serial number, was for another patient, and for another side. Parts were correct. Surgery went fine. No incorrect steps were taken as a result of the incorrect iview. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the iview contained in the kit had the incorrect serial number, was for another patient, and for another side. Parts were correct. Surgery went fine. No incorrect steps were taken as a result of the incorrect iview.